Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler alarmed for a heater bag issue during fill 1. He found fluid leaking from the cassette door and when he opened the door he confirmed it was leaking from the cassette. He was advised to discontinue using the cycler and to f/u with his pd nurse. The set was discarded. During f/u the patient's pd nurse reported that he has been fine and has not had any signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.